Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device sustained a cracked screen and the wake/sleep button intermittently failed to respond, and the user reported that blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no need for medical care. Investigation included a review of the reported physical damage and functional responsiveness of the user interface controls, along with data synchronization instructions before device shutdown and return. Investigation of this case revealed damage to the display and an intermittent user interface button response consistent with physical impact. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from handling.